Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb failure. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb failure. In addition, we confirmed that the bending rubber malfunction, the light guide fiber bundle (lcb) malfunction, the segment hard to move, the remote control buttons kink, the insertion flexible tube (ift) crushed, the light guide cable cracked, and the remote control buttons leaky; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.